Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported the asymptomatic patient's right ventricular lead was failing to capture. The patient presented for a lead revision procedure where the lead was unable to be repositioned successfully. The lead was explanted and replaced with no further issue. The patient was stable.